Manufacturer narrative:
Updated information: h6 impact code added f1903. H6 med dev prob code added a141204.

Event description:
An impella rp flex was inserted via right femoral vein post cardiothoracic surgery in a 64-year-old female. The patient¿s comorbidities included coronary artery disease and renal insufficiency requiring dialysis. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. The patient was in the ICU on support with the rp flex. On day 2 of support, heparin was stopped due to low platelet count and hemolysis of labs. On day 3 of support, flows were down to 3.1l at p-9. A high placement signal of 83/64 was noted with mean of 73. The patient's hemodynamics were unchanged. The patient's lactate dehydrogenase was 6225, and the patient received an unknown amount of blood products. Support continued with no consequence to the patient and support. Hemolysis is a known risk associated with impella rp flex as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Hemolysis is a known risk associated with impella rp flex as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
B1 and b2: updated reportability based on new information from the customer. H1: updated reportability. H6: updated codes based on new information. Updated clinical review an impella rp flex was inserted via right femoral vein post cardiothoracic surgery in a 64-year-old female. The patient¿s comorbidities included coronary artery disease and renal insufficiency requiring dialysis. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. The patient was in the ICU on support with the rp flex. On day 2 of support, heparin was stopped due to low platelet count and hemolysis of labs. On day 3 of support, flows were down to 3.1l at p-9. A high placement signal of 83/64 was noted with mean of 73. The patient's hemodynamics were unchanged. The patient's lactate dehydrogenase was 6225, and the patient received an unknown amount of blood products. Support continued with no consequence to the patient and support. On day 9 of support, pump flows were reading 0.0 and the patient's systolic and diastolic pressures were in the 200s. It was decided to monitor the motor current and patient, and plan to attempt weaning. The motor current and patient hemodynamics remained stable. On day 10 of support, the impella stopped alarm was noted and self-resolved, then alarmed again and was able to restart. P-level was decreased to p-2, the motor current was elevated, and the impella stopped several more times with successful restarts on p-2. Due to the patient's condition, it was decided with the family to stop all efforts and the patient expired. The pump flow issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the alarms; however, the restarts were performed with no consequence to the patient and support. Hemolysis and death are known risks associated with impella rp flex as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.